Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose reading ranged from 300-400 mg/dl. The customer treated their high blood glucose with insulin pump. The customer declined to troubleshoot for the high blood glucose incident. The customer also reported a bent infusion set cannula. No harm requiring medical intervention was reported. The pump will not be returned for analysis. No product is expected to return for analysis.